Manufacturer narrative:
A manufacturer representative went back to the site to further test the equipment. It was reported that the computer, router, and wifi endpoint were changed on the computer. The other two solid state drives and computers were not replaced. The system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. A manufacturer representative went to the site to test the equipment. The system passed the system checkout and was found to be fully functional. No parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used during a procedure. It was reported that intraoperatively, the imaging system exam did not automatically transfer to the navigation system. Multiple spins were acquired and did not transfer automatically or manually. A different navigation system was used for the case, and the image transferred from the imaging system without issue. There was no impact on patient outcome.

Manufacturer narrative:
Device evaluation: the computer was returned to the manufacturer for analysis. Through testing the reported issue was unable to be duplicated. The computer passed several loops of burn-in testing, and there was no fault found with the returned computer. Device evaluation: the wifi endpoint was returned to the manufacturer for analysis. Through testing the reported issue was unable to be duplicated. There was no fault found with the returned wifi endpoint during testing. Device evaluation: the checkpoint was returned to the manufacturer for analysis, and through testing the reported issue was able to be duplicated. The returned checkpoint was connected, the checkpoint verification script was ran and it failed. With the configuration it was set to, the user could not ping to the static ip address set at the site. Once the configuration was set to dynamic host configuration protocol (dhcp), the user could ping to the assigned ip. It was determined that there was a software failure with the returned checkpoint. This failure is tracked in a hardware defect tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software analysis was initiated. The software was found to be functioning as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was confirmed that this event was a spinal fusion and there was a reported delay of 40 minutes. It was also indicated that there were two unused spins.